Manufacturer narrative:
UDI not available as product was manufactured on or before 9/23/2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's atrial lead exhibited noise over-sensing which resulted in episodes of inappropriate mode switching. It was further noted that the lead's pacing impedance was low and out of range. The lead was capped and replaced on (B)(6) 2020. The patient was stable.